Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the tracheostomy tube broke when the health care provider was suctioning the patient. The tubing broke at the site where it connected to the 15 mm connector.

Event description:
Additional information received on (B)(6) 2018 stating the patient was familiar with the tracheostomy, and was given a smaller size prior to the incident. Nothing unusual was observed with the tracheostomy prior to the break.

Manufacturer narrative:
One tracheostomy was received in used conditions and without its original packaging; returned for evaluation. The device was visually inspected and was noted the tube was broken near to the welding area between the flange and the tube. Prior to packaging, a sample of 32 units was taken, in order to perform a visual inspection to verify for broken tubes near to the welding area; no discrepancies were found. The customer's complaint was confirmed.